Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving lioresal (baclofen) with an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2016 patient had a catheter dye study done and the healthcare provider was unable to aspirate from the catheter. The patient was referred to a neurosurgeon for a surgical consult, and after discussion the patient, family, and surgeon decided to hold off on surgery at this time and try to use oral medication to manage intermittent episodes of increased spasticity. The issue had not been resolved at the time of the report and it was unknown if the patient was taking other medications. Patient reported intermittent episodes of increased spasticity which started on (B)(6) 2016. Patient's outcome was unknown at time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.